Manufacturer narrative:
(B)(4).

Event description:
Covidien received a medwatch report of a shiley flange breaking while attempting to place a new tracheostomy tube over the cook introducer. Attempts to obtain more information have been unsuccessful. Device is not available for evaluation. At this time, there is no report of serious injury or death associated with this event.